Event description:
Legal claim received. It is alleged that the patient suffers from squeaking in the right hip.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Legal claim received. It is alleged that the patient suffers from squeaking in the right hip.update 17 nov 2014 - der rcvd. Updated doi, dor, surgeon and sales rep details, hospital, patient height, weight and dob. Added all products. Updated to left side. Right side is reported via com (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/17/2015- litigation papers received. Litigation alleges pain and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: 04/21/2015.